Manufacturer narrative:
Device history lot part: 04.130.152s lot: l608835 manufacturing site: (B)(4) release to warehouse date: 18.october 2017 expiry date: 01.october 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows:it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery was performed with the locking t-plate in question. During the surgery, the surgeon mistakenly thought that the locking plate could be angled and inserted an unknown screw at an off-axis angle. As a result, the screw could not be locked, thus, the surgeon used another plate instead. The surgery was completed successfully with less than 30 minutes of surgical delay. Patient status is unknown. This report is for one (1) 1.3 mm ti locking t-plate. This is report 1 of 2 for complaint (B)(4).